Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead exhibited an alert for high out-of-range pacing impedances. It was noted there has been a rise in impedances measuring 2500 ohms additionally, there was no noise present. Boston scientific technical services discussed possible causes and recommended to increase the out-of-range limit. The boston scientific field personal will discuss with the clinic. At this time, this ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead exhibited an alert for high out-of-range pacing impedances. It was noted there has been a rise in impedances measuring 2500 ohms additionally, there was no noise present. Boston scientific technical services discussed possible causes and recommended to increase the out-of-range limit. The boston scientific field personal will discuss with the clinic. At this time, this ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead exhibited an alert for high out-of-range pacing impedances. It was noted there has been a rise in impedances measuring 2500 ohms additionally, there was no noise present. Boston scientific technical services discussed possible causes and recommended to increase the out-of-range limit. The boston scientific field personal will discuss with the clinic. At this time, this ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported surgical intervention was performed and the plan was to add a df-1 lead. However, the attempted lead would not track into the heart. The left sided system was surgically abandoned, and a new system was implanted on the right side. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.